Event description:
It was reported that the programmer was set up prior to a procedure to pre-program a device, when it was noticed the programmer had shut off. The programmer was turned back on, when it shut off again. It was then moved to another outlet in another room, where it again shut off. The power cord was checked and appeared to be fine. A new back case is also needed because of a broken tab. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported intermittent power up/shut down and broken power cord bay door. The power supply was found to be out of specification.